Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, broken of plug strap, white particles calcification -like in device outer surface, one curved opening, nick and creases. Leak test and microscopic analysis was performed which identified: three openings striated, nick striated and broken striated of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. Broken striated of plug strap assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Patient reported right side is "hard". Patient later reported pain, having issues with the implant and possible leak. Health professional additionally reported implant exchange from textured to smooth, capsular contracture, baker grade IV and "calcified & ruptured". Device has been explanted.